Event description:
No pt injury. On (B)(6) 2007 teleflex medical received a copy of a medwatch form created by (B)(6) stating: foley catheter broke at the hub. The hub with lot# and size info was not saved.

Manufacturer narrative:
Since the product catalog number and lot number is unk, we are unable to identify which location the alleged device was mfg. Therefore, the MDR is being filed under the teleflex medical owner registration number. The device has been requested for eval but has not been received. Should the device be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.